Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Product not returned.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a total hip arthroplasty on (B)(6) 2016 where he was implanted with a stryker trident hip system. It is further alleged that after implantation, the patient began to experience pain and discomfort in the area of the implanted device. An orthopedic surgeon later determined that plaintiff required a revision surgery due to diagnosed loosening. The patient underwent revision surgery (B)(6) 2017.